Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. There is no documentation to show a causal relationship between the fluid volume overload and the liberty select cycler. Additionally, there is no reported malfunction or allegation of deficiency against the liberty select cycler for this event. The patient¿s effluent cell count results were borderline for infection, and etiology is unknown. Patient comorbidities could have been contributory to the patient¿s adverse event including the reported urinary tract infection. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of nausea, vomiting, diarrhea, and possible peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized and subsequently diagnosed with peritonitis. The patient was not draining due to fibrin blockage. The patient presented to the emergency room (ER) with a history of end-stage renal disease on pd therapy and cirrhosis secondary to nonalcoholic fatty liver and diabetes. The patient presented on this admission with weakness for weeks, nausea and vomiting for two days and diarrhea for weeks. Initially, it was suspected that the patient¿s symptoms were related to infectious etiology as the pd effluent cell count was borderline for infection (values unknown). The patient was initially prescribed levaquin and flagyl (route, dosage, frequency and duration unknown) but the flagyl was discontinued when a repeat cell count was negative for infection. The patient was positive for a serratia urinary tract infection and treated with levaquin for three days (route, dosage, and frequency unknown). The patients stools began to become formed and the nausea and vomiting resolved resulting in toleration of a regular diet. The patient was also prescribed seven days nystatin (route, dosage, and frequency unknown) due to risk of fungal peritonitis. The registered nurse (rn) stated the patient continued with pd therapy during the hospitalization. The patient was discharged from the hospital four days later and continued to use ccpd therapy on the liberty cycler with no reported issues.